Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was in range of 50 mg/dl, 70 mg/dl to 79 mg/dl. The customer did not experienced symptoms of low blood glucose value. Auto mode feature was active. Customer had been using insulin pump within 48 hours of reported low blood glucose event. Customer treated low blood glucose with food. No further complications were reported. Troubleshooting was performed. The device will not be returned fro analysis.